Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew was outside of the sealing in the header of the cardiac resynchronization therapy defibrillator (crt-d) and attached to the screwdriver. It was noted the sealing on the atrial connector was broken and the physician stated it was "extremely easy" to loosen the setscrew and it suddenly all came off. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw.